Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion as it did not meet the expected longevity estimate. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion as it did not meet the expected longevity estimate. The device was explanted and replaced. No patient complications have been reported as a result of this event.